Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out, the patient's lead right ventricular (rv) lead was detached a few times in order to get the lead to sit correctly in the pocket. Measurements were within normal range prior to closing the pocket. The next day, the patient's device began beeping every four hours. Upon interrogation, the lead had high/undefined pacing impedance, and intermittent noise. During the lead revision a week later, the pin was not fully seated in the header. The pin was corrected and the pocket closed again. The lead is still in use. No patient complications have been reported as a result of this event.